Manufacturer narrative:
The patient experienced communication challenges immediately upon activating the system, indicating that the implant was most likely placed inappropriately and not pointing toward migration. There is no indication of any component failure or malfunction, the ipg was replaced during the revision out of caution to avoid any potential handling damage during the procedure.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator on (B)(6) 2024 to replace an existing trial system from a different manufacturer. Immediately upon activating the nalu system the patient experienced challenges with communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting determined that the ipg was likely implanted beyond the recommended depth for consistent communication. On (B)(6) 2025 a surgical revision was performed to place a new ipg in a more superficial position.